Event description:
It was reported by service report that the footboard main control was hanging out, and the blank corner module was missing. It is unknown if there was patient involvement or adverse consequences to report.

Manufacturer narrative:
Result: damaged footboard main control and missing blank module.